Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use of the bd autoshield¿ duo safety pen needle the auto shield does not engage on either end of the needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Device manufacturing location correction: the following field(s) have been corrected; medical device manufacturing site, manufacturing location: (B)(4).

Manufacturer narrative:
Investigation results: severity: s1; occurrence: unable to perform complaint lot history check for safety mechanism unable to activate and bent needle due to unknown lot number. Customer returned photos of (2) open autoshield duo samples without the tear drop label. Customer states that the shield failed to engage and the needle was bent. The photos were examined and both samples exhibited a bent non patient end of the cannula which prevented the safety mechanism from activating. Unable to perform DHR check for safety mechanism unable to activate and bent needle due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula and did not activate). No evidence of manufacturing related issues were observed on the attached photos. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.